Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure lead helix had rotation difficulty and the lead helix slightly extended upon initial implant however the lead retracted back completely. Lead was unable to extend completely when attempting to deploy the lead during two lead placement attempts. Lead was not used and a new lead was implanted. Patient was stable post procedure.